Event description:
A physician attempted vascular closure with the perclose proglide suture-mediated closure (smc) after an unknown procedure. It was reported that "when the needle was pulled out, there was no suture attached." Another proglide was used to achieve hemostasis. There was no report of patient injury.

Manufacturer narrative:
Upon investigation, the returned device was found to have a posterior foot break. There was insufficient information to determine when, or how, the posterior foot broke off from the foot assembly. Review of the device history record for this lot did not produce any findings relevant to this report.